Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of uromatic y type tur sets did not have the local relabeling for the product. This was observed at the time of delivery to the institution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, since the reported issue is related to a local re-labelling exclusive to a customer, this defect could not be confirmed as a manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted.